Event description:
It was reported that, "one hour after beginning use one of the jaws broke off" of the harmonic ace shears, 5.5 diameter during the procedure. The procedure was completed successfully. There was no medical treatment or intervention required and no adverse consequences as a result of this event.

Manufacturer narrative:
The complaint device was returned to stryker sustainability solutions (sss) for an evaluation. Visual inspection revealed evidence of clinical use including biological material on the distal tip as well as an indentation in the teflon pad. Evaluation of the broken tip revealed scratches. The results of the investigation performed indicated that the blade of the returned device broke as a result of the blade contacting a hard object, possibly a staple or surgical clip, during clinical use. Stryker sustainability solutions' instructions for use state: "avoid contact with any and all metal or plastic instruments or objects during instrument activation. Contact with staples, clips, or other instruments during instrument activation may result in premature blade failure, resulting in generator solid tone or instrument error." The lot control sheet for the complaint device indicates that the device passed all applicable inspections and tests prior to release. This report is being filed as a malfunction due to sss being in a 2 year reporting cycle due to MDR report 1056128-2013-00195 where the tip of the device fell into the patient and the patient had to be opened up to remove the tip of the device even though there was no patient injury in this event. The reported event is not occurring more frequently or with greater severity than is usual for the device.